Event description:
It was reported that the customer's insulin pump had been dropped. The customer stated that the drive support cap was damaged and that it kept coming out when attempting an insertion site change. The customer's blood glucose was 214 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was loose. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump received with detached end cap, cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.